Event description:
Per the attached user facility medwatch report, the event is described as follows: "venous sheath catheter fractured approx 1/2 inch from hub during sheath pull. Sheath removal post cardiac catheterization". Follow-up communication with the initial reporter at the user facility confirmed that the pt was taken to the or and the detached material was successfully retrieved using a snare device. The pt was discharged to home and their condition was reported to be "stable."